Manufacturer narrative:
(B)(4) date sent: 9/17/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what was the procedure? CABG. Please confirm the artery that the device was fired upon? Innomimate artery what were the indications for surgery? Stale of a graft. What is the surgeon¿s experience with the pvs device? Inconsistent what is the compressed width and thickness of the vessel? Learned probably width and size of thumb. What is the estimated compressed width of the target vessel? Width of thumb did the surgeon wait 15 seconds prior to firing? Yes how much tissue was between the jaws when the device was fired? Was told it closed properly but don¿t see how did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Unsure. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes were any surgical clips used in the area of the device firing? Unsure were there any difficulties with the device or staple formation during the initial procedure? Don¿t believe so was a transfusion required? Believe so what was the pre and postoperative anti-coagulant and pain management protocol? They had to being in 3 units of blood was there calcification of tissue that impeded clamping or cutting? Not sure were there any pre-exiting patient conditions? Unsure any clips, clamps, or graspers near the area where the device was being fired? Unsure please provide a timeline of events. Device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? Yes but apparently all fell into chest if yes, were the staples formed properly? Can¿t say for certain, based on feed back I would say doubtful if yes, was the staple line complete? No did the device cut? If yes, was the cut line complete? Device did cut if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No is the current patient status known? Unknown as of now was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, patient lost 3 units of blood. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a CABG, the stapler misfired on a procedure. It fired across the adamant artery. There was adverse impact patient/user noted.